Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming host central processing unit (cpu) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host central processing unit (cpu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to a procedure the system shut down during start up after inserting the cassette and connecting the handpiece. There was no system message displayed. The system was restarted and the case was initiated and completed. There was no patient involvement. Additional information has been requested and received. This is one of two reports from this facility.